Manufacturer narrative:
Results of investigation: the ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 214 hours of extended tests at the customer¿s settings. No failures were detected with the device during extending testing. During service check out, the ventilator failed troubleshooting final test for slight non-conformance with measured vti but are not considered to result in a failure to ventilate. Event trace log: a review of the event trace log was done dating back from november 06, 2017 to february 05, 2018, with a total number of 455 records. The event trace log contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Manufacturer narrative:
At this time, vyaire medical has not received the ventilator for evaluation. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that a patient passed away while connected to an ltv ventilator. The father stated that he woke up in the middle of the night to suction his daughter and found her bleeding profusely and dead. There are no allegations against the ltv ventilator causing this reported incident.